Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie duplicate address errors. The field service engineer remotely updated the cubie firmware to version 1.49 and guided the customer to recover and reload the affected pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie pocket was failed and duplicate address detected. The customer stated that the user was unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.